Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as a large whelp that is oozing, itchy, and raised. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.